Event description:
Philips received a complaint by the customer on the v60 indicating that a 1124 "battery failed" alarm error occurred at the repair center. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The battery was replaced to resolve the reported issue. The device passed required performance verification tests per philips standard and was returned to service.